Manufacturer narrative:
(B)(4). Reported event of catheter difficult to withdraw from stent. The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios stent was to be implanted in a transgastric manner to treat a pancreatic pseudocyst during a procedure performed on (B)(6) 2016. According to the complainant, during the procedure, it was difficult to withdraw the distal tip of the catheter from the stent after deployment. The procedure was completed with this hot axios stent. There were no patient complications reported as a result of this event. The patient's condition was reported to be fine.